Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code), d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Device evaluation: the device was returned to zoll medical corporation for evaluation and the device performed to specification. The device was put through extensive functional testing including defib/pacer stress testing, bench handling, and defib testing without duplicating the customer's report. The device was recertified and returned to the customer. Review of the device log indicated that the device did detected a valid patient impedance; the device detected a clear ECG signal until the user activated pace mode. In pace mode, the device can only view in leads I, ii, and iii consistent with the customer report. The logs showed that after 20 minutes the user charged the device to 200j, at this time the device automatically switched to defib mode and was able to display a clear ECG signal through the pads lead view. The user charged and disarmed the 200j charge four times during the event. This report has been attributed to the user inadvertently selecting pace mode instead of defib mode. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.